Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was not recognizing the cassette lock. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H6: evaluation codes update. One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was confirmed. The probable cause was a damaged flex circuit. Additionally, a cracked lens and a bubbled downstream occlusion (dso) seal were found. The flex circuit, the lens and the dso seal were replaced with new ones. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.